Manufacturer narrative:
Additional information (23-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovery was within the customer's expected ranges at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The issue was resolved by the cse, who performed multiple troubleshooting or maintenance service tasks, including the replacement of several instrument parts relevant to issues of this nature. The dimension exl 200 system verification indicated acceptable performance after the service visit. Repeat of the same sample yielded the expected result. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00012 was filed on 13-jan-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely depressed potassium (k) results obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed potassium (k) results were obtained on a patient sample on a dimension exl 200 system. One of the falsely depressed results was reported to the physician(s) and the result was not questioned. The same sample was reprocessed on the same dimension exl 200 system. A higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) results.